Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 2 fr single lumen per-q-cath with t-lock and stiffening stylet inserted was returned for evaluation. An initial visual observation showed approximately 7.9 cm of the stylet was protruding from the membrane of the t-lock and the red warning hang tag was observed to be missing. The t-lock was observed to be inserted in to the luer hub of the catheter, but not fastened onto the hub. An attempt was made to flush the sample with a 12 ml syringe of water; however, the catheter was found to be occluded. No leaks were observed. Dried residue could be felt within the catheter between the 16 cm and 20 cm depth markers. Some tensile weakness was observed in the catheter near the 17 cm and 25 cm depth markers, and the catheter material was also observed to be lighter in color at these locations. A microscopic observation revealed a hole in the catheter approximately 0.5 cm proximal to the distal end of the catheter. The catheter was dissected at this location and extensive damage was observed on the interior wall of the catheter near the hole. The type of damage observed on and within the returned catheter was most-likely caused by manipulation of the stiffening stylet within the catheter without first flushing the catheter and/or rapid or forceful withdrawal of the stylet from the catheter. The product IFU states: ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal¿ and ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ a lot history review (lhr) of recr0196 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recr0196) have been reported from the same facility in taiwan.

Event description:
It was reported that when the air was discharged from catheter, the leak was found around 9cm site. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recr0196 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recr0196) have been reported from the same facility in (B)(4).

Event description:
It was reported that when the air was discharged from catheter, the leak was found around 9cm site. No other information was provided.